Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ipth was due a sample probe clog. The system reported a system error: sample probe offline due to tip ejection tube clogging. The fse replaced the sample plunger in the syringe and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur ipth result was obtained on a patient sample. The result was not reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant ipth result.